Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter organ perforation, tilt and stenosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation, tilt and stenosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism (pe). The patient needed the filter for pe prophylaxis preoperatively. The filter was implanted via the patient's right common femoral vein. The filter was successfully deployed into the infrarenal area. A follow up inferior venocavogram confirmed its position. Additional information received per the patient profile form (ppf) states that the patient experienced organ perforation, tilt, stenosis and inferior vena cava (ivc) perforation. The patient became aware of the reported events approximately eighteen years after the index procedure. The patient reported that they continue to experience pain (lower back, feet, abdominal pain and tenderness in the groin area).

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b1, b3, b4, b5, b7, d1, d10, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation, tilt and stenosis. The patient also reported low back, foot, and abdominal pain and tenderness in the groin area related to the filter. According to the medical record the indication for the filter implant was a history of pulmonary embolism and prophylactically prior to surgery. The filter was placed via the right common femoral vein and deployed in the infrarenal area. A follow up inferior venocavogram confirmed its position. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain and tenderness do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.